Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the rca. After inflation of the voyager to 22 atm (above rbp), an attempt was made to remvoe the device, but the balloon hung up on the calcification. The catheter was pulled on causing the distal end of the device, including the balloon, to separate. At this time, the distal end of the whisper guide wire also separated. The pt was sent to the or to remove the separated portion of the catheter and guide wire. The pt remains in a stable condition.